Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that there was an emergency room visit for high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose at the time of emergency room visit was 200+ mg/dl. Customer stated that when the set was removed the cannula was bent. Customer was wearing the pump at the time of hospitalization. Nothing further reported.